Event description:
Boston scientific received information that the patient implanted with this device, developed a pulmonary embolism. The patient was admitted to the hospital and a hematic transfusion, dopamine infusion and heparins was performed on the patient to resolved the pulmonary embolism. The patient was discharged and remained stable after the procedure was performed and a change in their medication occured. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.